Event description:
The patient reported that he was having difficulty in replacing the insulin cartridge on his insulin infusion device. He stated that when the piston rod returned, it made a different noise. He said the piston rod would not move but it would continue turning. He stated he would then get an e10 (cartridge error) message. To troubleshoot, the patient was walked through changing the cartridge and the same issue occurred. The patient stated he has gone through the steps to change the cartridge multiple times and has changed the batteries but has been unable to change the cartridge. The patient said he would switch to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.